Event description:
Customer reports discrepant results with inratio meter compared to lab and a coagucheck meter. Date: (B)(6) 2010, inratio: 1.4, coagucheck: 2.8, lab: 2.8. Date: (B)(6) 2010, inratio: 1.6, coagucheck: 3.3, lab: 2.8. Pt's therapeutic range is 2.5-4.0.

Manufacturer narrative:
Investigation pending.